Event description:
.

Event description:
It was reported that the surgeon implanted a micl 12.6 implantable collamer lens on (B)(6)2007. The patient post-treatment follow-up form at 36 months was received and the patient stated "left eye becoming cloudy". Further information was requested from the physician. If any additional data is retrieved, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were two staples that didn`t form very well. It caused leakage. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received on 10/21/2010: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction of the bowel? What color reload? Yes , green. On what tissue type was the device used? Colon. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device, triple staple techniques) purse string. Was the spike of the trocar inserted through bowel lateral or through the staple line? No. What confirmation did the surgeon receive that the anvil was firmly attached? His experience of sdh29. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? His experience of sdh29. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test, there were some staples remain (in cdh29). Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Colon/ rectumectomy , end to end anastomosis. Does the patient have any relevant history of surgical treatments? Unknown. What are the patients age and sex? Unknown. What is this surgeons pre-op and post-op regiment? Unknown. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.